Event description:
Customer stated experienced elevated blood glucoses. Troubleshooting tests and noticed leadscrew "under rotated". After disconnecting to test, bolus did exit but felt leadscrew was again "under rotating."